Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had bad video during preparation for use for an unknown therapeutic procedure. The procedure was completed using a similar device. During the device evaluation, ¿due to damage on charged coupled device (ccd) unit, image noise occurs, and the image cannot be seen, also the image disappears during angulation in up/down directions¿ were identified and are pae per the rsa. The new aware date for the pae is (B)(6) 2023. Jn-495180, (B)(6) 2023 there was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
Establishment name: (B)(6). The device was returned to olympus for inspection, and the customer's reported issue ¿bad video¿ was confirmed. The following findings were also noted during device evaluation: due to damage on ccd unit, insulation resistance value does not meet the standard value, several scratches and chips found throughout the device, and due to damage on lock engagement lever, bending section cannot be fixed firmly. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.